Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device and packaging components associated with this report were not returned for examination. Photos were provided for review, however, the reported event could not be confirmed based on the provided photos alone. There is no evidence to indicate any error in packaging or processing prior distribution. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there were no deviation or non-conformances.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the reported device and separate packaging were returned as well as photos were provided for review. The reported event could not be confirmed based on the provided photos and returned samples alone. The device and packaging were returned separate and opened, therefore it is not possible to confirm if the returned screw was originally packaged with the packaging that was provided. Per the investigation, there is no evidence to indicate any error in packaging or processing prior distribution. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there were no deviation or non-conformances.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sealed package of a sterile locking screw contained a non-locking screw inside the package. No surgical delay. No adverse patient consequences.